Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. The ra lead was explanted and replaced. The patient was stable throughout.